Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of deep vein thrombosis with a free floating thrombus and contraindication to anticoagulation. The deployed filter was placed infrarenal via the left femoral vein. Inferior venacavogram performed post filter deployment revealed the inferior vena cava was free of thrombus, the renal and iliac veins enter at the typical location. Approximately eight years post filter deployment, the patient presented with a history of chronically-embedded bard recovery ivc filter complicated by multi-focal penetration for ivc filter removal via the right internal jugular vein. Ultrasound of the right neck demonstrated a patent right internal jugular vein. Preprocedure inferior venacavogram demonstrated a bard recovery ivc filter with the apex embedded along the right caval wall at the right renal vein confluence. An amplatz wire, rigid endobronchial forceps were used to free the embedded filter tip. The filter apex was engaged and the filter was carefully sheathed and removed. The patient tolerated the procedure well. Post procedure venacavogram demonstrated no acute injury. There is a scant focus of residual scarring along the right caval wall at the site of prior filter implantation. There is robust flow through the ivc. Examination of the filter demonstrated all six arms and six legs to be intact. There is a 2.5 mm fractured hook from one filter leg. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eight years post filter deployment, the patient presented for ivc filter removal. Preprocedure inferior venacavogram demonstrated a bard recovery ivc filter with the apex embedded along the right caval wall at the right renal vein confluence. An amplatz wire and rigid endobronchial forceps were used to free the embedded filter tip. The filter apex was engaged and the filter was removed carefully. Examination of the filter demonstrated all six arms and six legs to be intact and a 2.5 mm fractured hook from one filter leg. Therefore, the investigation can be confirmed for detachment and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2007); (08/2004).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, and tilted with the filter becoming embedded in the ivc wall. The device and detached filter strut were removed percutaneously. The current status of the patient is unknown.